Event description:
It was reported that during a da vinci hysterectomy procedure the cable at the distal end of the mega suturecut needle driver broke. No patient harm, adverse outcome, or injury was reported. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Instrument was returned and test with the following findings: customer reported complaint of broken cable is confirmed. Instrument grip cables is broken - potential fragments. Grip cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. Additional observation not reported by site is that the instrument grip cables are derailed. Same broken grip cable is derailed at the distal idler pulley. Cable derailment is likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal a distal pulleys may contribute to derailment. It was also noted during investigation that the instrument distal pulleys has mechanical indentations/burrs. There are indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but mechanical indentations/burrs damage maybe due to likely mishandling/misuse. No other damage found. The complaint is being reported due to the alleged issue of a broken cable. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.